Event description:
It was reported that the patient complained that the controller would always switch from power port two (2) to power port one (1) even when power port two (2) had a fully charged battery connected. The facility performed a controller exchange and provided the patient with a replacement device. There was no reported patient injury as a result of this event.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries and a back-up controller available at all times, beyond the two (2) power sources that are currently connected to the controller and the primary controller that is in use. The device(s) listed in this report is (are) used for treatment, not diagnosis. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. We should implement these changes in regulatory reports are submitting, starting today.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed premature power switching events. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the failure is a communication error between the controller and the batteries, which likely contributed to the event. This would not lead to a pump stop with remote potential for patient injury. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.